Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the monitor cable and mouse cables were replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect cables have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, a pin was found to be damaged within the monitor cable for the navigation system. The representative reported that the monitor was experiencing intermittent display functionality as a result. There was no patient present when this issue was identified. No additional information was provided.